Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes the tube overfilled. No report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: aspiration volume of the citrate tube 1.8 above the nominal volume.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes the tube overfilled. No report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: aspiration volume of the citrate tube 1.8 above the nominal volume.